Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
(B)(4). Customer called in reporting that she had received a pump error 38 during normal use. She explained that motor would not rewind. Customer had reverted to mdi. Arranged to replace. Country: (B)(6). Input date: (B)(6) 2017, warranty start: 03/10/2016, warranty end: 03/09/2020, batch - ng1279140h.

Manufacturer narrative:
Unit alarmed pump error 38 during rewind due to unlocked keypad connector at the printed circuit board. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to pump error 38. The motor was tested outside the device and passed. Unit received with minor scratched display window and case.